Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transcatheter aortic valve replacement interventional procedure with a 6f sheath. Reportedly, the knot broke. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Additional information: a second prostyle device was received by the abbott returned goods lab. Analysis of the device found that the suture was partially exposed from the guide tube and the posterior needle tip was ejected [suture retrieval issue]. Follow-up with the account provided no information regarding this device. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed to the returned device. The reported insufficient information was observed as a needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.